Event description:
Healthcare professional reported valve was abandoned at implant. After implanting valve the total energy expenditure inspection showed leakage through leaflet. Damage was done to the valve during the removal.